Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the router broke in the middle of the cutting edge during a craniotomy procedure. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.